Manufacturer narrative:
Reported event of wire detached/separated. Reported event of wire break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid basket in an attempt to crush a 15-20 mm stone. However, the pull wire detached from the handle and the basket tip failed to detach leaving the stone trapped inside the basket. The detached pull wire was then attached to an olympus rescue device for a second attempt to crush the stone but the pull wire broke 20 cm from the proximal end. The physician afterwards made a loop with the pull wire and managed to get the pull wire back into the olympus rescue device. With a slow increase of torque, the physician manages to crush the stone thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿